Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture did not identify any abnormalities as it was not possible to assess the length of the line on the photo provided. The reported condition was not verified. As the actual device was not returned, the cause for the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Address: no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 the access line was too long. And was misassembled. There was no patient injury or medical intervention associated with this event. No additional information is available.